Event description:
It was reported that the wire got stuck. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified circumflex artery. A 1.50mm rotalink plus was used together with 330cm rotawire and wireclip torquer. During the procedure, resistant was felt while inserting the device but was able to deliver the burr to the lesion. Subsequently, it was found out that the burr became stuck on the wire in the guiding catheter during removal. The device were removed from the patient as one unit. The procedure was completed with another of same device. No complications reported and patient is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation manufacturer: the advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. There were numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil was stretched. A test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the wire got stuck. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified circumflex artery. A 1.50mm rotalink plus was used together with 330cm rotawire and wireclip torquer. During the procedure, resistant was felt while inserting the device but was able to deliver the burr to the lesion. Subsequently, it was found out that the burr became stuck on the wire in the guiding catheter during removal. The device were removed from the patient as one unit. The procedure was completed with another of same device. No complications reported and patient is stable.